Manufacturer narrative:
The five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered inside the cassette of five (5) homechoice automated pd set. The pm was further described as a ¿solid line¿ and ¿crack looks like a thread¿ in the membrane of the cassette. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.